Event description:
An Impella CP was inserted via the left femoral artery in a 56-year-old female patient with diabetes mellitus admitted for acute myocardial infarction complicated by cardiogenic shock. The patient presented in Society for Cardiovascular Angiography and Interventions (SCAI) Stage E shock and required inotropes, vasopressors, and respiratory support prior to initiation of Impella support.On the day following implantation, bleeding was noted at the Impella access site. The access site had initially been reported as dry upon arrival to the intensive care unit. Additional bleeding was subsequently observed from multiple other vascular access sites. The treating team reported concern for disseminated intravascular coagulation (DIC) and indicated they did not believe the Impella device or Impella access site was the primary cause of the bleeding. Laboratory data demonstrated a decline in hemoglobin from 17.6 g/dL prior to Impella implantation to 10.9 g/dL on the day of the event and 7.7 g/dL the following day. The activated clotting time at implantation was 267 seconds. The purge solution consisted of dextrose 5% in water with 25 milliequivalents of sodium bicarbonate. Throughout the reported event, the Impella CP continued to provide circulatory support at P5 with flows of approximately 2.1 L/min. No further information was available at the time of reporting. The following day, the patient was successfully weaned and survived to explant of Impella CP support.While access-site bleeding is a known risk associated with large-bore arterial access and the pump cannot be dissociated from the event, the reported bleeding is consistent with systemic coagulopathy in the setting of severe cardiogenic shock, suspected disseminated intravascular coagulation, anticoagulation exposure, and critical illness.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 CFR, Part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by Abiomed Inc or its employees that the report constitutes an admission that the product, Abiomed Inc, or its employees, caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.